Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. The returned extension cable was tested with a reference hemopro 1 and power supply. The extension cable passed the pre-cautery test; the reference device produced steam and heat during several activations. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws on the vasoview hemopro were orange and smoking and the device would not turn off. A replacement device was used to complete the procedure. The hospital did not report any pt effects.